Event description:
Cs25 cut ring caught a staple leg wedging it between the knife and inner wall of the cartridge causing the anastomosis to get caught and tear upon removal. The anastomosis was cut out and redone with another device.